Manufacturer narrative:
An event of loader to sheath hand-off failure, material deformation, and hemorrhage was reported. The device was returned to abbott for investigation, and it was confirmed that the device met dimensional and functional specification when analyzed under non-physiological conditions. The delivery system was noted to be kinked, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Please note that per the instruction for use (IFU), a 5f delivery sheath size is recommended for use with a 5-4mm amplatzer duct occluder.

Event description:
It was reported that on (B)(6) 2025, a 6f amplatzer torqvue ds was selected for use in an implant procedure. During device prep, it was noted that the 5-4mm amplatzer pda occluder wasn't able to fit into the ds, so the occluder and ds were damaged. The ds was replace with a 7f amplatzer torqvue ds to resolve the event. The procedure time was delayed because the device did not advance from the delivery cable, and unplanned bleeding occurred during the cable replacement process. The patient has now recovered and been discharged.